Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal dilaudid (concentration and dose unknown) via an implanted pump for spinal pain indications. It was reported that last night ((B)(6) 2025), the patient was unarousable and had pinpoint pupils. The patient was arousable after receiving narcan. The hcp was requesting having the pump interrogated and make a dose change. Additional information was received from the hcp on 2025-03-08 and it was noted the hcp had still not been able to get a rep to interrogate the pump. It was further reported the patient experienced overdose symptoms and was admitted to the hospital. No external factors were reported. The facility told the rep they tried using a magnet to stall the pump and turn off drug delivery, but did not notice any improvement. There was no improvement with symptoms so surgical intervention occurred with pump removal and the catheter was tied off. It was noted the rep was unable to read the pump after the e vent occurred and prior to removal. It was unknown if the issue was resolved at the time of this report. The patient¿s status was ¿alive- with injury.¿

Manufacturer narrative:
H3. Analysis of the pump revealed no anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider via the company representative (rep) reporting that the cause of the overdose symptoms was not determined. No communicator device was used during this event and no one at hospital to read pump. The issue resolved at the time of this report with the pump removal. The device(s) were not to be returned as the hospital decided to keep pump.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.